Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented in the emergency room. Upon investigation, the right ventricular lead threshold was at 2.75 v and lost the diaphragmatic stimulation at 2.25 v. The physician elected to replace the lead. During the lead replacement procedure, the physician was unable to retract the lead helix and was unable to move the lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable.